Event description:
On 5/27/2025, a sales representative reported via phone that an ar-1588rtt2-ib fibertag tightrope ii implant had an issue during a distal biceps procedure on (B)(6) 2025. When the surgeon was using the device, the needle fell off immediately when he was trying to put the needle through the tendon. This did not occur on the back table, but inside the patient. The surgeon removed the implant and the needle from the patient in one piece; nothing broke inside the patient, and there was no harm. The complaint device was discarded, and no pictures were taken. Another ar-1588rtt2-ib fibertag tightrope ii implant with lot number 15173844 was used to complete the procedure successfully. There was a 3-minute case delay, and additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.